Event description:
It was reported that the superior vena cava (svc) coil was found to be compromised, and lead was too tight when trying to pass it through the sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The superior vena cava exposed defib conductor was distorted, and blood/body fluid was found on the distal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. The analyst noted that the lead passed the introducer test using a fresh introducer, as the sheath used during the procedure was not returned for analysis.